Event description:
The customer reported a speaker malfunction inop on the intellivue multi measurement server x2. It was not stated if the device was in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction inop on the intellivue multi measurement server x2. No information was provided whether any sound was still coming from the device. It was not stated if the device was in use on a patient, but no adverse event to patient or user was reported.